Event description:
It is reported the collimator, control panel and cysto table could not complete boot. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.